Event description:
Patient was found to have evidence of a bend relief disconnect on her CT scan. She was discharged with a plan to bring her back in for a repair, but instead was transplanted. Upon inspection at explant, bend relief disconnect was confirmed.